Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and the numbers were scrolling. Customer's blood glucose reading at the time of the call was 114 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad traces. No button error alarm noted. No scrolling numbers display anomaly noted. Insulin pump received with minor scratches on display window, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.